Event description:
One day post procedure, the patient experienced a stroke. During an atrial fibrillation procedure, while ablating on the anterior side of the right pulmonary veins, there were 2 lesions with a quick temperature rise that cut off ablation. The next lesion had a quick temperature rise again and cut off ablation. Ablation was done at 50w with a flow rate of 30ml/min, the temperature limit was increased to 42°c. The power was decreased from 50w to 45w and the temperature did not increase after that. As ablation continued in the right carina, there were two lesions with impedance rises that the physician came off ablation for. When looking at the ablation catheter on ice, thrombus was noted on the tip of the catheter. The catheter and sheath were pulled back into the right atrium and then out of the patient and the thrombus was wiped off. The catheter and sheath were reinserted back into the left atrium and the rest of the procedure without ablation issues. The day after the procedure the patient had a stroke.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Temperature measurements were recorded during ablation that exceeded the specified temperature cutoff causing cutoff of ablation, consistent with the reported high temperatures. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus and stroke could not be conclusively determined.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, d4, h4.

Event description:
One day post procedure, the patient experienced a stroke. During an atrial fibrillation procedure, while ablating on the anterior side of the right pulmonary veins, there were 2 lesions with quick temperature rise that cut off ablation. The next lesion had a quick temperature rise again and cut off ablation. Ablation was done at 50w with a flow rate of 30ml/min, the temperature limit was increased to 42°c. The power was decreased from 50w to 45w and did not have a temperature increase after. As ablation continued in the right carina, there were two lesions with impedance rises that the physician came off ablation for. When looking at the ablation catheter on ice, thrombus was noted on the tip of the catheter. The catheter and sheath were pulled back into the right atrium and then out of the patient and the thrombus was wiped off. The catheter and sheath were reinserted back into the left atrium and the rest of the procedure without ablation issues. The patient experience slurred speech and facial drooping a few hours post procedure. Symptoms worsened the next day and a CT scan confirmed multifocal stroke.